Event description:
A malfunction was reported on the customer's pump with a malfunction code labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and shipped the customer a replacement with updated software. Meanwhile, the customer opted to use multiple daily injections as backup therapy to ensure continuous insulin delivery. Instructions were provided on how to store the problematic pump before returning it to tandem and guidance for using the replacement pump was acknowledged by the customer.